Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2014. An increase in voltage suggests a further pad-pak was installed. The device failed a self-test due to a low battery on (B)(6) 2015. Multiple manual power ups of mainly ten minute duration were recorded between (B)(6) 2014 and the (B)(6) 2015. The pad-pak became depleted and a further pad-pak was installed which also became depleted. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Voltage fluctuation was observed over the pogo-pins, this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.